Event description:
It was reported that, far field p-wave oversensing and oversensing of myopotentials were observed on the device. No intervention has been performed. The device will continue to be monitored. The patient was stable.